Event description:
It was reported that the device was entrapped with the filter wire. A 2.4 mm jetstream? Xc catheter was used with a filtrap filter wire during an endovascular therapy procedure to treat a 99% occluded superficial femoral artery lesion with moderate tortuosity and severe calcification. Following atherectomy, the jetstream device became stuck with the filter wire and was difficult to withdraw. This required forceful removal and the jetstream catheter and filter wire were removed together as one unit. There were no patient complications as a result of this event.